Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issues inserting infusion set and needed to order supplies due to unsuccessful attempts to insert manually. Customer reported that blood glucose ranged from 49 mg/dl to 315 mg/dl. Customer declined troubleshooting for high or low blood glucose due to believing that high or low blood glucose were not caused by insulin pump. Supplies would be replaced.